Event description:
On (B)(6) 2020, pt was undergoing a stroke rescue procedure. During the procedure, and usage of the penumbra jet 7 reperfusion device a vessel rupture was noted. This rupture in this setting immediately lead to rapid pt deterioration. Ultimately the pt succumbed to the processes associated with this vessel rupture.